Event description:
It was reported that the pta balloon would not deflate. Reportedly, total deflation time took approx five minutes. No report of pt injury. Further info has been requested.

Manufacturer narrative:
The lot number for the device has been provided. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a mfg related cause for this event. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.